Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. Test guardian link 3 transmitter pairs successfully to pump. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found relevant failed battery test alarms in the pump history files and traces on the event date of 11/13/2025 at 07:01:12.000 to 07:04:19.000. Found pump error 53 alarms in the pump history files and traces on the event date of 11/13/2025 at 10:11:48.000, 10:23:44.000, and 10:36:11.000 due to a possible software failure (file #: 709, line #: 1299, esf #: (B)(4)). Pump alarmed a pump error 15 alarm on the event date of 13-nov-2025 at 07:01:09.000. Pump alarmed a pump error 23 on the event date of 11/13/2025 at 07:08:55.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Failed battery test and no com pump to xmtr were not confirmed during testing. Pump error 53 (file #: 709, line #: 1299, esf #: (B)(4)) was confirmed in the pump history files and traces due to a software anomaly. Pump error 15 was confirmed in the pump history files and traces as a consequence of pump error 23. Pump error 23 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer stated that the multiple time every time are on the pairing process for the transmitter. The customer received the battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the battery failed alarm, and the customer reported that battery cap contacts and battery compartment are not damaged or corroded. Troubleshooting was performed for the pump error, and the customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Troubleshooting was performed for the loss of communication, and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a, and mmt-7841zn